Manufacturer narrative:
H11: additional manufacturer narrative: the device was not returned for evaluation, as the device request is ongoing. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that this valve model 3300tfx25mm was explanted after unknown implant duration for unknown reason. A tissue valve was implanted in replacement.

Manufacturer narrative:
The device was not returned for evaluation. In addition, the serial number was not provided. Therefore, the device history record (DHR) could not be reviewed. Due diligence attempts were made to gather additional information regarding a device failure mode, however additional information is not available at this time. Patient medical records were not provided by the hospital for review, or the medical records provided do not clarify the device failure mode. Per the instructions for use (IFU), reoperation/explant are known potential adverse events associated with bioprosthetic cardiac valves and annuloplasty rings. In this case, there is no evidence of a malfunction which could be related to a manufacturing non-conformance and/or one was not suspected or confirmed through investigation; no labeling non-conformance/deficiency; no use-related issue with a hazardous situation; no device related infection; and no evidence of a product failure with regard to design, reliability, or use error. Based on the information available, a definitive root cause cannot be conclusively determined.

Event description:
Edwards received notification that this valve model 3300tfx25mm was explanted from aortic position after unknown implant duration for unknown reason. A tissue valve was implanted in replacement.

Manufacturer narrative:
Initially, it was reported that this valve model 11500a29 was explanted from the aortic position after unknown implant duration for unknown reason. A tissue valve was implanted in replacement. However, through investigation it was learned that this valve was explanted after an implant duration of eleven (11) years and one (1) month for unknown reason. Bioprosthetic valves are prone to structural valve degeneration (svd) due to a gradual, multi-year process of calcification of the leaflets resulting from the pre-existing disease process. This may present as regurgitation and/or stenosis. Nonstructural valve dysfunction or degeneration (nsvd) is any abnormality not intrinsic to the valve itself that does not involve valve components; this may present as regurgitation, stenosis, increase/high gradient, dehiscence, paravalvular leak or hemolysis these are expected and foreseeable results in valves that have been implanted long term and are near the end of its established life expectancy. In accordance with section 4.2.4 in FDA medical device reporting for manufacturers, for valve implants equal to or greater than 10-years will not be reportable. In this case, the valve was implanted for more than eleven (11) years. Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.